Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7067972, medical device expiration date: 07/31/2018, device manufacture date: 03/08/2017, medical device lot #: 7130538, medical device expiration date: 09/30/2018, device manufacture date: 05/10/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparin 75 usp units blood collection tubes were giving erroneous results. No serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: retention samples were selected from bd inventory for evaluation and testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes were giving erroneous results. No serious injury or medical intervention.